Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was clogged with a translucent resin-like foreign material, however, the specific material could not be conclusively identified. It was noted that the material most likely came from a cleaning tool or accessory. Additionally, the cause of the material remaining in the device could not be specified. It was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, channel cleaning brush not inserted well due to blockage of channel tube, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, and adhesive part of the angle rubber broken. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of evis lucera elite colonovideoscope, foreign material was found clogged in the scope channel. It was reported that the procedure was completed using a similar device with no delay. There was no report of patient harm or user injury associated with this event.